Event description:
During impaction of the femoral, the patient's femur cracked.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports against the manufacturing lot. The initial reporting stated the product was not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported fracture; however, provided information suggests technique may have been a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.